Manufacturer narrative:
Additional, corrected, and/or changed data: a3, b5.

Event description:
Additional details received from another healthcare professional alleging that the product was injected into the jawline. A nodule developed at the treatment site, described as about the size of a pea or smaller. The nodule is more superficial (not on bone), is not visible by the reporting hcp but may occasionally be visible according to the patient. There are no accompanying inflammation symptoms. The patient received 0.5 ml hyaluronidase the month after implant from a different provider to treat the nodule. The nodule persists but currently remains without signs of inflammation.

Event description:
A treating healthcare professional reported a patient they are seeing is been injected with juvéderm® volux¿ xc by another unknown healthcare professional that is reportedly not in the manible region. The filler has been enzymed once so far by another healthcare professional. The filler is reportedly not visible, but palpable. No further information.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.